Event description:
Litigation papers allege that the pt was revised to address high blood levels of cobalt-chrome as a result of the metal-on-metal articulating surface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.